Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference related manufacturer report no.: 2015691202316754. Investigation is ongoing. H3 other text : not returned to manufacturer.

Event description:
As reported from france by our edwards lifesciences affiliate, during a transcatheter aortic valve replacement procedure by transfemoral approach, there were difficulties aligning the 29mm sapien 3 valve on the commander delivery system. It was decided to implant the valve despite the difficulties with valve alignment. After inflation of the delivery system balloon, the valve embolized into the ascending aorta. The valve was repositioned in the abdominal aorta and deployed. A second valve was prepared and implanted in the aortic annulus. Patient is reported to be doing well post-procedure.